Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6) 2012; subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same pt involving two separate products and associated with medwatch #s 1225714-2013-00909, 1225714-2013-00910, 1225714-2013-00911, 1225714-2013-00912; 1225714-2013-01232.